Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown/ not stated reasons (right)age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitatingsecondary revision njr index no: (B)(4).